Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe had foreign matter during use. The following was reported by the initial reporter: "it was reported that there is fluid in syringes. Verbatim: from phone call on 2020-12-03 09:44:53: consumer called back, stated that she discarded several syringes that had fluid inside. The issue involves more than one box of the same product, other box has been discarded, lot # is unavailable. Consumer wanted to know if it is normal to see drops of liquid coming through the needle when she depresses the plunger rod. I advised her about the medical grade silicone and asked her to save the syringes if she notices the issue again. I updated the file, sending product voucher. Voicemail: consumer left voicemail stating that there is fluid in the syringes."